Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated due to a fully depleted battery. The patient was in congestive heart failure and experienced shortness of breath, weakness and a bradycardic heart rate due to the loss of function. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.